Event description:
Reportedly, during the f/u performed on (B)(6) 2011, the ventricular lead impedance measured was high (3000 ohms) in both bipolar and unipolar setting. Furthermore, pacing failure on ventricular side was observed. It was reported that the pt did not have any symptoms. The ventricular lead (sorin - xfine - model which is not approved in the u.s.) Was capped and a new pacemaker was implanted (because the initial one was already implanted for more than one year). During the replacement procedure, the xfine lead impedance was measured above 3000 ohms with the new pacemaker.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. The device model involved in the MDR report is approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.